Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from taiwan of bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2009, the patient started treatment with dianeal pd4 ultrabag (lot number, dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2010, the patient was diagnosed with bacterial peritonitis with a culture positive for (B)(6) and the patient was hospitalized. The cause of the peritonitis was unknown. It was unknown if dianeal therapy was ongoing. The event of the peritonitis resolved. No concomitant medications were reported. The reporter believed that the event of bacterial peritonitis with culture positive for (B)(6) was not related to the dianeal therapy.